Manufacturer narrative:
Patient code (B)(6) does not apply to event anymore. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they mentioned that issue with stimulation had not been resolved yet.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient called to adjust their programming and that they were programmed while under anesthesia and stated "it's not working". No symptoms were reported and no further complications were noted or anticipated.